Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femur at the bone to cement interface. Cement manufacturer was competitor. Patient fell at physical therapy and fractured entire distal femur around existing srom hinge component. Able to keep the tibial component but removed the srom femur and put in an lps. No x-rays available. Doi: (B)(6) 2019 dor: (B)(6) 2019 left knee.